Event description:
Country of complaint: (B)(6). Needle detachment during suturing.

Manufacturer narrative:
Reported device not marketed in the u.s.; however similar device and/or process is. Manufacturing site evaluation: evaluation ongoing.